Event description:
Wire bristles were falling off the brush while cleaning instruments. Brushes were removed from the department and medline was notified of the issue. Product information is as follows: medline instrument cleaning brush (ref (B)(4). Manufacturer response for instrument cleaning brush, medline (per site reporter) the representative will file a quality complaint.